Event description:
A customer reported loss of suction during the phacoemulsification step of a cataract with iol (intraocular lens) implant procedure. Additional info was received from the field engineer, who indicated that there was a significant surgical delay and that the pt experienced a ruptured capsule. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).